Event description:
It was reported that the insulin pump did not alarm low reservoir when the reservoir reached a volume lower than 10 units. The blood glucose reading was 200 mg/dl. The customer also reported that the insulin pump did not alarm when the reservoir was empty. The customer requested replacement of the insulin pump, declining to perform the displacement test to troubleshoot the device. She stated that she did not feel confident in the insulin pump's reliability. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.